Event description:
The pt experienced a loss of therapeutic effect with nausea and flu like symptoms. The event log confirmed a pump motor stall without recovery. There was no emi exposure at the time of the stall. The pump was replaced in 2008. The pump was used to deliver dilaudid and bupivicaine. Add'l info has been requested form the hcp, a f/u report will be sent if add'l info becomes available.